Manufacturer narrative:
A visual inspection of the returned product found a piece of the lens optic torn off. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures.